Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that redness around the pocket incision. The patient sent the rep a text message today asking what her intellis ins was made out of. She reported that she had visited her dermatologist about redness around her pocket incision. Her dermatologist thinks this redness is due to an allergic reaction to the outside components of her ins and she wanted to know what the ins was made out of. Rep called tech services and was told the 97715 ins was made of titanium-grade 9 and has a plastic header made from polysulfone and silicone rubber. Rep replied to text message with this information. Additional information was received and it was reported that according to the healthcare provider (hcp), she has an allergic reaction to the metal of the ins. The ins was explanted on (B)(6) 2021 and the issue resolved. It will be replaced in the future.